Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 01-sep-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case is associated to cases (B)(4) and (B)(4) by reporter. This case involves a female, pt, who received poly-l-lactic acid (sculptra) therapy in 2008. No additional treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt presented with a granuloma on application sites (nos). As corrective conduct, the pt received a corticoid (unspecified) and she fully recovered from the event. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: not provided.